Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The power consumption appeared to be too high compared to settings. Additional information received which indicated that this device was consuming an abnormal large and stable amount of power since implant. Additional information received which indicated that the remaining battery level displayed was 1 battery remaining since the implant procedure. The power consumption was also 459 percent, and the current consumption was above 160 micro watts. Furthermore, device appeared to be a hardware malfunction, root cause is unknown. Future effects beyond accelerated depletion are uncertain. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets while the device was implanted. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Diagnostic test was performed, and the power level greatly increased after the device was implanted and then remained steady. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The power consumption appeared to be too high compared to settings. Additional information received which indicated that this device was consuming an abnormal large and stable amount of power since implant. Additional information received which indicated that the remaining battery level displayed was 1 battery remaining since the implant procedure. The power consumption was also 459 percent, and the current consumption was above 160 micro watts. Furthermore, device appeared to be a hardware malfunction, root cause is unknown. Future effects beyond accelerated depletion are uncertain. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The power consumption appeared to be too high compared to settings. Additional information received which indicated that this device was consuming an abnormal large and stable amount of power since implant. Additional information received which indicated that the remaining battery level displayed was 1 battery remaining since the implant procedure. The power consumption was also 459 percent, and the current consumption was above 160 micro watts. Furthermore, device appeared to be a hardware malfunction, root cause is unknown. Future effects beyond accelerated depletion are uncertain. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.